Manufacturer narrative:
(B)(4)

Event description:
It was reported non-sustained rv oversensing episodes were observed due to atrial pacing and caused undersensing of r-waves. Programming changes were recommended. No patient¿s symptoms were reported.

Event description:
Additional information received indicated that programming changes were made. The patient was stable.